Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate was received. As the event occurred in the past, customer could not recall information to complete troubleshooting with tandem technical support. There was no reported impact to customer's blood glucose.